Event description:
It was reported that during an unspecified urological procedure the basket would not close. A basket zero tip knot 3.0x4x120 had been selected to retrieve an unspecified ureteral stone. The basket was tested outside the pt, and was found to open and close. The device was advanced and was able to capture the target stone. The basket was unable to close around the stone. The device was removed and the procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.